Event description:
It was reported that during a routine device change out procedure the patient thought the right ventricular (rv) lead would be replaced. Technical services accessed latitude and found the rv lead exhibited periodic out of range shock lead impedances from five years ago. It was noted over the past year sli measured between 90-120 ohms. A defibrillation threshold (dft) test was performed in which the patient received a 31j shock and sli measured 74 ohms. The device was explanted and the rv lead remains in service. No adverse patient effects were reported.